Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported numerous issues with the sensor. He reported receiving weak signal alerts when the sensor is only six inches from the insulin pump. He also reported consistently receiving low blood glucose alerts when the blood glucose is a couple hundred points higher than the sensor reading. Customer used multiple meters for calibration. He also stated that he wears the infusion sets for longer than three days. No blood glucose reading was given. Nothing further was reported.